Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was blurry, an error e224 was displayed on the olympus tv screen, bad video connector, failed water leak test and incorrect reprocessing. A root cause could not be identified. Based on the results of the investigation, it is likely the the customer¿s allegation (blurry image) occurred due to a bad charged coupled device. Additionally, it's likely the error e224 occurred due to a bad video connector. It's likely the failed water leak test¿ occurred due to a cut in the video cable, and the root cause of the incorrect reprocessing could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head didn't have enough light coming through. There were no reports of patient harm.